Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large suturecut needle driver instrument was analyzed and found to found to have blade damage at the base and middle of the blade. Both blade edges were indented. Which is the cause for the instrument to be dull, rigid/stiff to open and close. There was assumption of missing pieces but could not be measured in size. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that the 8mm large suturecut needle driver instrument tips did not close. There was no report of patient involvement or patient injury.